Manufacturer narrative:
H.6. Investigation: 96 sealed 32g x 4mm pen needle samples were returned from lot. No. 9057873, cat. No. 320566. A clog test was carried out on all 96 samples as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h.10.

Event description:
It was reported that 2 pen ndl 32g 4mm pro 100 box ap was unable to deliver insulin/medication during use. The following information was provided by the initial reporter: needle clog. A pharmacist stated that his patient complained about needle clogging. Affected sample was discarded.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 pen ndl 32g 4mm pro 100 box ap was unable to deliver insulin/medication during use. The following information was provided by the initial reporter: needle clog. A pharmacist stated that his patient complained about needle clogging. Affected sample was discarded.